Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient is experiencing pain at the ipg site. It was noted the discomfort is not related to the stimulation. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Additional information revealed the patient discontinued using and recharging his scs system for more than 3 months. As such, the ipg is inoperable.